Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37602, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3387-40, lot # j0118391v, implanted: (B)(6) 2001, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # j0118391v, implanted: (B)(6) 2001, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported following h-wave therapy treatment in physical therapy the patient experienced a dystonic storm in his right arm. The patient had his third session of h-wave therapy on (B)(6) 2013, and since he was planning on going on vacation in 2 days they used higher settings hoping the benefits would last a week. During the 15 minutes of treatment the patient experienced tingling in his left brain "similar to when he turned his device back on after it had inadvertently turned itself off from some environmental stimulus or when he changed a setting." One hour after the treatment the patient was in acute dystonic storm. The next day the patient met with a manufacturer representative who confirmed all the patient's left lead contacts were open, high impedances, and he needed urgent surgery. The patient's extension was replaced on (B)(6) 2013, and during removal the extension broke in half. It was believed the extension was "weakened" and that was why it broke. It was unknown if it was weakened due to rehab for the patient's neck surgery or because it was the patient's first extension wire that was 11-years-old. It was noted the patient's intracranial lead was "fine" and his right extension was working "normally." Following the extension replacement the patient's status was "good." Additional information received reported reprogramming had been attempted without success which was expected. The cause of the open circuits was the broken extension wire. It was noted the patient's implantable neurostimulator (ins) was also replaced. It was reported the patient had "better efficacy than before."